Manufacturer narrative:
(B)(4). We received one used and intense contaminated (contaminated with coagulated blood) introcan safety pur 18g, 1.3x32mm-EU with opened packaging; the used capillary was not provided by the customer. The received sample was taken to a visual examination, particularly with regard to the clip and the needle. In the as-received condition, the safety clip was not activated on the tip of the needle. Damages or other deviations were not detected on the sample. The safety clip was taken to a functional test (sliding the safety clip on the needle). It was easily possible to slide the safety clip on the needle respectively to fix the clip on the tip of the needle. The special feature of a self-activating safety clip that automatically covers the needles sharp bevel was given (safety clip in end position on the needle tip). In dependence on the sap test plan the needle with the activated safety clip was pushed against a stretched rubber glove. The needle respectively the safety clip did not puncture the rubber glove. With regard to the as-received condition the root cause of incorrect position of the safety clip on the needle could not be comprehended. We have informed our manufacturer accordingly. The device history record was reviewed and there were no such defect encountered during in-process inspection and at final control inspection. The process cards show no abnormalities. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Sharps should be disposed of immediately into an appropriate sharps container. If additional pertinent information becomes available, a follow up report will be filed. (B)(4).

Event description:
As reported by the user facility ((B)(4)): the security of the safety clip was not in place. The needle was placed on the carriage, the nurse pricked during collecting wastes: he had not removed the needle into the container.